Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil was kinked, stretched, and detached at 7cm from the burr housing strain relief, and that the sheath was torn. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device stalled and would not run due to the damaged coil and sheath. Product analysis did not confirm the reported event, as the device stalled and would not run due to the damaged coil and sheath. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that rotation speed was unstable. A 75% -90% stenosed target lesion was located in the severely tortuous and severely calcified ostial circumflex artery. A 1.50mm rotapro was selected for use. Set rotational speed was set at 180,000rpm while outside of the patient. Five ablations performed, then the rotation speed was adjusted outside the body and ablation was performed, however, the number of rotations fluctuated repeatedly, and repetitive numerical fluctuations were also observed. The maximum rotation speed observed was 200,000 rpm. The unstable speed range was 50,000 and there was unusual noise noted. The procedure was completed with another of the same device. There were no patient complications reported.